Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the shocking had resolved. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient couldn¿t find the information on setting the stimulator and they had been reading through the communicator book. The patient stated a few weeks ago they had a farm accident, they grabbed a post as they were stepping over the electric fence and it gave them a jolt. The patient felt the jolt at their implant site. The patient wanted to check their settings to make sure it was still working. The patient had the device for their bladder and stated that maybe it wasn¿t as effective as it was in the beginning. The last several weeks they had been getting up during the night where they didn¿t used to, noting last night they got up several times, but that they did drink a lot of water. Syncing with the programmer showed the stimulation was on at 0.8v on program 1, they thought. The patient increased to 1.1v and were told to give it a couple of days and see if their symptoms improved. No further complications were reported.